Event description:
This spontaneous case report was received on 13-jan-2014 from a consumer in the united states via the FDA, the regulatory authority in the united states (FDA case number mw5032765, received at FDA on 08-nov-2013). The report refers to the reporting female consumer of unspecified age who had essure (fallopian tube occlusion insert) implanted and experienced pain, heaviness in her pelvic area, her bladder, inflammatory bowel disease - ulerative colitis continuous flare ups, after hysterectomy essure coil was found embedded in uterus, it is not clear where the second coil might be. FDA report type was injury, reported outcome of events was 'required intervention' no information was given on consumer's past drugs, concomitant medication consumer's history/concurrent conditions included inflammatory bowel disease - ulcerative colitis. On (B)(6) 2009, the consumer had essure (fallopian tube occlusion insert) implanted. Consumer reported she was nine days post op (operative) from her lavh (laparoscopic assisted vaginal hysterectomy) done on (B)(6) 2013. She followed up with her ob/gyn (gynecologist/obstetrician) that reported a intrauterine device (iud) was embedded in her uterus. Obviously, since she never had an iud, this is an essure coil despite the fact that she had a positive hsg (hysterosalpingogram) test in 2010 that there was a coil in each fallopian tube. No wonder the pain she had for so long since implanted in 2009 was suddenly gone. The heaviness in her pelvic area, her bladder, even post op - she could feel a difference now, that she learned her essure was embedded in her uterus. The report was not clear to her where her second coil might be. She was being vigilant about looking for the other coil. If both were in her uterus, it is not clear to her, nor her doctor's office, as there was nothing noted in the report of the fallopian tubes as to finding any coil. Consumer is waiting to get orders for an x-ray or other type of diagnostic to give her peace of mind once and for all. Consumer also has inflammatory bowel disease - ulcerative colitis, and has experienced continuous flare ups since late 2009 right after getting the essure implants. Those symtoms are still flaring and since she is not responding to medication, her gi (gastrointestinal) doctor is recommending a complete colectomy - removal of her large intestine. She is praying that since discovering the coil in her uterus, that maybe her body will calm down once and for all and begin to finally heal. Ptc final result received on 24-jan-2014: final assessment: no lot number provided; therefore, no lot history record (lhr) review could be done. No device returned; therefore, no device investigation could be completed. No conclusions can be drawn. No CAPA investigation is required per criteria established in (B)(4). Medical assessment: the reported medical events are not indicative for a quality deficit per se. The medical events were reported with an occurrence over a period of 3 years no batch number was reported. Without this information neither a technical batch investigation nor a batch cluster review in the gpv database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for further technical investigation. At time of this medical evaluation the technical investigation concluded "unconfirmed quality defect". In summary, based on the available information there is no reason to suspect quality defect. F/up information received on 24-jan-2014: no new information was received. Follow-up information was received on 23-jan-2014. Patient's date of birth, weight and height were provided. This report refers to a (B)(6) female patient. She had 03 pregnancies and 03 live births. She denied any previous gynecological problems or procedures. Relevant medical history or concurrent conditions included inflammatory bowel disease (ibd) and ulcerative colitis. She was not pregnant. On (B)(6) 2009 essure was inserted. Essure was not inserted after pregnancy. She used tri-levolyn pills as back-up contraception, after essure insertion and before total occlusion confirmation. In (B)(6) 2010 hsg (hysterosalpingogram) test was performed and showed essure was positively placed (found to be in the correct position) and tubes were fully occluded. She had barium scans and CT's (computed tomography) done in 2010 and 2012 for her ibd (inflammatory bowel disease) and they did not show the essure coils. In (B)(6) 2012 she underwent an appendectomy. On unspecified date she experienced excessive bleeding, irregular cycles, painful intercourse, cramping, bloating, heaviness in her pelvic area, always felt like bladder was full, brain fogs, forgetfulness, depression and anxiety. She was hospitalized for extreme flare ups of her inflammatory bowel disease in (B)(6) 2012, (B)(6) 2013 and even after the hysterectomy in (B)(6) 2013. In (B)(6) 2013 she underwent a hysterectomy and essure was found in an incorrect position. Both the left and right essure devices were completely embedded in the uterus (previously reported as essure coil embedded in uterus. The previously reported it is not clear to me where the second coil might be deleted as event). Her uterus and bowel structure were affected. Essure removal was medically necessary. Laparoscopically assisted vaginal hysterectomy was reported as the procedure used for the removal. Hysterectomy and salpingectomy were necessary. It was reported that her body was rejecting it and after the hysterectomy the doctor said there was inflammation. After the removal procedure she was sent back to work but within two weeks after the surgery the ibd flared up again and she still has symptoms. The pain was gone but the ibd flared symptoms remain. She believes the events were caused by the essure devices because they shouldn't have migrated from her tubes to her uterus and secondarily it aggravated her ibd and ulcerative colitis. No further information was provided. Follow-up information received on 04-feb-2014: it was reported by the physician who inserted the essure that patient historical condition included gravida 5, 1 spontaneous abortion, 1 elective abortion by curettage, dyspareunia of left lower quad pain and dysfunctional uterine bleeding. Her concurrent condition included hypertension (htn), polycystic kidney, depression and asthenia. There was a discrepancy between historical/concurrent conditions reported by physician and by consumer. Essure was inserted on (B)(6) 2009 and cervical dilation, sounding (8.0cm) and paracervical block were performed during insertion. Physician considered both the procedure, which took less than 20 minutes, and the visualization of the tubal ostium (both sides) easy. No fluid loss more than 1500cc during hysteroscopy (loss of 25ml). Essure was not inserted postpartum and patient was not pregnant by the time of insertion. Physician stated that no perforation occurred during sounding, cervical dilation or hysteroscopy prior to essure insertion. It did not occur before deployment or with coil after deployment as well. She had normal recovery. On (B)(6) 2011 confirmation of essure placement was performed via hysterosalpingogram and it showed intact essure device bilaterally without dye. Physician reported that patient was not under his care anymore and he had no knowledge of when it was determined that essure was in an incorrect position and what symptoms the patient had presented with. He also had no knowledge of essure removal and post removal procedures and outcomes. No further information was provided. Addition/correction due to internal review of follow-up information received on 04-feb-2014: this case was medically confirmed since follow-up (returned questionnaire) had been received from physician. Follow up information identified on 19-oct-2015: this follow up has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-1791). She was diagnosed with inflammatory bowel disease (ibd) (ulcerative colitis) in fall of 2005. Her symptoms were minimal and well controlled. Her ob/gyn suggested the essure permanent birth control method when the consumer inquired about having her tubes tied. She had three children; all three of those pregnancies were high-risk as she had hypertension/pre-eclampsia as result of her genetically acquired, polycystic kidney disease. On (B)(6) 2009 she had essure inserted. She was given general anesthesia and sent home that day. She immediately developed a yeast infection, diflucan was prescribed. This was the first of many more infections to come. Over the course of months, she had experienced abdominal pain and bloating. She had an hysterosalpingogram test and the pain was excruciating when this test was done. She continued to experience constant abdominal pain, abdominal pain when bending over; extreme at times; heavy periods, irregular bleeding, clotting; some periods lasted 8 weeks at a time; painful intercourse; fatigue; frequent urination, constantly felt as though her bladder was full; urinary tract/kidney infections, bloody tissue in urine; skin infections including (B)(6); weight gain / weight loss; joint pain, achy joints/ back pain; depression / anxiety; ovarian cysts and painful ovulation (even unable to walk at times); hair loss; forgetfulness/cloudy head; migration of the essure implants to her uterus. She was prescribed many types of medications and endured various side-effects from those as well, including immunosuppressant medications, causing more infections. Torn plantar fascia ligament of the right foot and avascular necrosis of the left knee (due to prolonged use of prednisone and certain antibiotics); her ibd/ulcerative colitis symptoms increased significantly. She began having uncontrolled symptoms and flare ups (diarrhea, incontinence, weight loss, bloody discharge, mucus, more abdominal pain). She was becoming steroid dependent (prednisone was the only drug to get her symptoms under control, although for shorter periods of time).she noticed that her ibd symptoms would start to improve, only to return about the time of her menstrual cycle - which were becoming more and more irregular. She was placed on birth control to stop her periods to see if this would improve her ibd symptoms. It did not. In (B)(6) 2012 she had an emergency appendectomy. She was hospitalized in (B)(6) 2012, (B)(6) 2013 - 4 weeks post-operative of my hysterectomy - all for extreme symptoms of my ulcerative colitis flare ups (dehydration, uncontrolled diarrhea, vomiting, extreme weight loss). Due to the many uses of prednisone during the time of 2009-2013, she had a scan done of her left knee to find that she had developed avn (avascular necrosis) as well as she tore the plantar fascia tendon in her right foot, along with weight gain and other side effects. Since traditional methods were not controlling her ibd/ulcerative colitis, she was placed on remicade infusions in 2012. She had another severe flare up of ibd and had been reclassified as having severe ulcerative colitis / pancolitis. She discontinued remicade and began entyvio on (B)(6) 2015. Since it had become difficult to get her disease under control and she was not responding to medications, she was advised for a full colectomy. At the age of (B)(6), on (B)(6) 2013, she had a full hysterectomy performed. The pathology report noted that there was an intrauterine device embedded in her uterus. She have never had an iud, these were the essure implants. Since her hysterectomy, she had one more hospitalization in (B)(6) 2013 for a continuing relapse of my ibd. At that time, she had a sphincter and hemorrhoid ectomy performed in (B)(6) 2013, she was placed on mercaptopurine (6mp) to assist with the remicade infusions in achieving remission. She was no longer experiencing the same pain in her abdomen when she bend over, her bladder no longer felt full and there has been some improvement, although she was still struggling to get her ulcerative colitis into remission without the need for steroids. She felt that essure activated a severe immune response with her inflammatory bowel disease and it was aggravated because of the foreign objects that were placed in her fallopian tubes. Company causality comment: this is a spontaneous case report received initially via regulatory authority and additional information received from physician. It refers to a (B)(6) female patient who had inserted essure (fallopian tube occlusion insert) and both the left and right essure devices were completely embedded in the uterus (interpreted as device embedded). She also had worsening of ulcerative colitis continuous flare ups (inflammatory bowel disease symptoms), excessive bleeding (interpreted as genital bleeding), kidney infection, staphylococcal infection (mrsa), torn plantar fascia ligament of right foot (interpreted as ligament rupture) and avascular necrosis of left knee (interpreted as osteonecrosis) and steroids dependent. Around 4 years after essure insertion she had a hysterectomy and essure inserts were removed. These events are serious due to their medical importance and ulcerative colitis is also serious due to hospitalization. These events are unlisted, except for device embedded and genital bleeding) which are listed in the reference safety information for essure. In this particular case, considering the nature of the genital bleeding and device embedded and lack of alternative explanation, a causal relationship with essure cannot be excluded. In contrast, considering the physiopathology of ulcerative colitis, kidney infection, ligament rupture, osteonecrosis and drug dependency and considering the localized action of essure in the fallopian tubes, it is unlikely that essure would cause or worsened these events. This case is regarded as incident since a device removal was required. Additional non-serious events were reported. Based on available information, there is no reason to suspect that the events were caused by a potential quality defect. Further information is not expected.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow-up received on 05-jan-2016 from consumer via regulatory authority: in 2015, the consumer was diagnosed with lupus (sle - systemic lupus erythematosus), inflammatory arthritis and fibromyalgia. She began having many of the symptoms of lupus during the time she had essure (2009-2013). She stated she was suffering another autoimmune disease because of essure. Company causality comment: this is a spontaneous case report received initially via regulatory authority and additional information received from physician. It refers to a (B)(6) female patient who had inserted essure (fallopian tube occlusion insert) and both the left and right essure devices were completely embedded in the uterus (interpreted as device embedded). She also had worsening of ulcerative colitis continuous flare ups (inflammatory bowel disease symptoms), excessive bleeding (interpreted as genital bleeding), kidney infection, (B)(6), torn plantar fascia ligament of right foot (interpreted as ligament rupture) and avascular necrosis of left knee (interpreted as osteoneocrosis) and steroids dependent. Around 4 years after essure insertion she had a hysterectomy and essure inserts were removed. She stated that after essure removal she was diagnosed with systemic lupus erythematosus, but the symptoms had started during essure therapy. These events are serious due to their medical importance and ulcerative colitis is also serious due to hospitalization. These events are unlisted, except for device embedded and genital bleeding) which are listed in the reference safety information for essure. In this particular case, considering the nature of the genital bleeding and device embedded and lack of alternative explanation, a causal relationship with essure cannot be excluded. In contrast, considering the physiopathology of ulcerative colitis, kidney infection, ligament rupture, osteoneocrosis, systemic lupus erythematosus and drug dependency and considering the localized action of essure in the fallopian tubes, it is unlikely that essure would cause or worsened these events. This case is regarded as incident since a device removal was required. Additional non-serious events were reported. Based on available information, there is no reason to suspect that the events were caused by a potential quality defect.